Event description:
During surgery the surgeon noted that the jetstream catheter was starting to overheat. The surgeon immediately stopped further use and the device was removed from the patient and the sterile field. The patient did not sustain injury.